Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any damage to the blood vessel as a result of the clip being caught on it? No information. If yes, how was the damage repaired? Na. Did any bleeding occur? No. If yes, how much blood was lost (ml)? Na. If yes, was a transfusion required? Na. Did issue result in change of procedure or alteration in post-op patient care? No.

Event description:
It was reported that during a ladg, the deployed clip was not fully closed at firing on the blood vessel. Also, the clip was caught on the blood vessel when it intended to be removed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: batch # m9247j . The analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining (B)(4) clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.